Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 348 mg/dl at the time of the call. The customer stated that the numbers on the screen of the insulin pump were ramping up. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.